Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding missing or broken retainer ring from the attorney of the family. The information was received on sept 9, 2021 stated missing or broken retainer ring caused the customer to suffer personal injuries. In nov 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps. The insulin pump will not be returned for analysis.